Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. Therapy worked well after implant, but 2 years ago this month the patient had a 'big surgery' and since surgery her interstim therapy had not been at least (B)(6) effective. It was noted that during 'big surgery' the surgeon cut things he should not have cut. The patient was in intensive care for 9 weeks. Post intensive care the patient had to go through therapy to re-learn how to sit/walk and fight hard to do things she used to do. One effect the patient noted was that she did not have strength to get mucus from rectum. The patient takes 2-3 enemas a day. If bladder or bowel get too full they lock up and she must catheter. It was noted that it was a constant guessing game. After this surgery her interstim therapy had not been effective. Current status of symptoms: sometimes the patient goes 2-3 days at 100% relief and some days can't empty or get started and needs to catheter. The patient couldn't remember but thinks this is not at (B)(6) relief. Post surgery the patient had 4-5 programmings from her doctor's office. One year ago the doctor discussed her leads being disturbed because of the 'big surgery'. The doctor had looked at a scan (the patient could not recall if she had taken a scan or if it was from the 'big surgery') and per the doctor everything appeared to be in place. The patient was supposed to have an appt with a doctor . The patient cancelled the appt because she had another appt within 2 days for pain injections in her neck. It was noted that the patient's pain physician felt the patient should have a better therapeutic effect and refered the patient to call the manufacturer. It was also reported the pain hcp (healthcare provider) didn't want the patient to see interstim hcp (healthcare provider) until they got the pain in her rectum under control. Acute pain was noted. This was related to hernia surgery done a couple years ago that resulted in rectum pain. Pain management hcp wanted to do an injection block but wanted to speak with interstim representative. The patient wasn't getting very good results any longer and had tried numerous reprogramming options. Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative, appt (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient; product ID: 3889-28, lot# v698091, implanted: (B)(6) 2011, product type: lead; product ID: 3889-28, lot# v698091, implanted: (B)(6) 2011, product type: lead. (B)(4).